Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. No known device problem. (B)(4).

Event description:
Additional information received - the reporter indicated the original information reported was not accurate information. The lens in this report was implanted with no problem and remains implanted. All is well with the implanted lens.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: no. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. At the third day post-op, the iop was elevated at 70 and the patient was given medication. The iop came down to 30 and the angle was narrow/closed. The iris was stuck/ with the iris touching the cornea superiorly. The pi was patent and the anterior chamber was flat. Additional information was requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.